Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. The guidewire lumen and the catheter shaft were checked for damage. The guidewire was stuck in the device when returned. The returned device showed to have an abbott filter wire which is not on the list of compatible guidewires. Dissection of the tip of the device showed that the bushing had seized on the device due to the coating of the wire scrapping off and also saline combined with blood. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was reported to be an abbott wire which is not on the list of a compatible guidewires. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. A 2.1 mm jetstream xc atherectomy catheter was being used in an atherectomy treatment procedure within the superficial femoral artery (sfa). After treatment was completed, during removal, the device got stuck on the guidewire. Both devices were removed from the patient at the same time, the procedure was completed by putting in another wire, ballooning, and stenting the treatment site. No complications were reported and patient's fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. A 2.1 mm jetstream xc atherectomy catheter was being used in an atherectomy treatment procedure within the superficial femoral artery (sfa). After treatment was completed, during removal, the device got stuck on the guidewire. Both devices were removed from the patient at the same time, the procedure was completed by putting in another wire, ballooning, and stenting the treatment site. No complications were reported and patient's fine.